Manufacturer narrative:
E1 address - (B)(6). H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from india that a blood leakage was observed at the connector side of a ezc24a cannula during surgery. Per surgeon's response, this was a manufacturing defect. Reportedly, the device was examined prior to use and no abnormalities were found. No additional treatment/processing of the device prior to use was done. The device was prepared and the cannula clamped during introducer removal per the instructions for use (IFU). As reported, no difficulties or abnormalities were encountered during the insertion. The cannula was secured as part of the procedure. After approximately 10 minutes, the leakage was observed. No medication was used along with the blood. Leak caused blood loss, but no details regarding the volume of blood loss were provided. Immediately after detecting the leak, the cannula was replaced with another one of the same lot, and the bleeding issue resolved. There were no issues with the new cannula. The patient was noted as to be recovering and there was no report of injury. Patient was stable after the surgery and the patient got discharged after 6 days.

Manufacturer narrative:
The issue involved a small leak at the junction of an aortic cannula and the connector. In this case, the leakage was observed after approximately 10 minutes of cpb. Leak caused blood loss, but no details regarding the volume of blood loss were provided. Immediately after detecting the leak, the cannula was replaced with another one of the same lot, and the bleeding issue resolved. Leaks may be identified as bypass is initiated and the cannula may need to be replaced resulting in a minor delay in the procedure. As a result, the severity of this non-conformance is "limited". In this case the cannula was exchanged relatively early after connection to cpb and there is no evidence that the heart was yet arrested. There were no issues with the new cannula. The patient was noted as to be recovering and there was no report of injury. This typically presents minimal risk to the patient and potential for injury is remote. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.